Manufacturer narrative:
(B)(4). The analysis results of the device found, that it was received with the seals of the universal seal assembly melted. One possible cause for this type of damage may be interaction with an energized device used during the procedure. Caution should be taken to avoid contact between an energized device and the trocar during the surgical procedure. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a sleeve gastrectomy, with a large patient, the trocar was leaking pneumo when the endoscopic stapler was inserted and removed from the trocar. The device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.